Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced an infection. The healthcare provider (hcp) implanted the pump too shallow and it ruptured the patient¿s abdominal wall and the patient got a staph infection. The patient walked around for almost a month with the pump ¿hanging out of his stomach.¿ the patient had a new pump implanted in 2006. Additional information was requested but was not available at the time of this report.

Event description:
Additional information later reported the hcp had discharged the patient several years ago and refused to see this patient further. The pump was implanted and managed by an hcp who had retired.